Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that during the case the unit was reading proper flow and then flow went to 0.0. The device was not changed out. There were no reported adverse consequences to the pt as a result of this event.